Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient had a myelogram done and the stimulator lit up like the fourth of july and caused severe pain. The caller had to in there and turn the stimulator off. Symptoms were reported to be sudden. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient met with their hcp on (B)(6). It was reported the patient left their stimulator on during the procedure on her stomach for procedure. The patient had not had adaptive stimulation set up for that position. Patient was instructed for future procedures to have stimulator off. Issue was reported to be resolved. All system components were checked on office visit (B)(6). The rep also set up adaptive stim for group a which was also no activated. Programming and impedances were checked; all impedances were within normal limits.